Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose between 350 mg/dl and 396 mg/dl. Customer reported that insulin pump was dropped a few times and broken while in the hospital and healthcare professional did not want to release customer without a properly functioning insulin pump. The customer experienced symptoms such as nausea, vomiting and difficulty breathing. The customer was treated with manual injection and IV drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be replaced.